Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. Bd received one photo displaying a needle cover with a catheter adapter assembly inside. Upon visual observation of the photo, it was observed that there were no visible anomalies or damage to the portion of the luer visible in the photo. Without the actual unit, no further observation and no testing could be conducted. The photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause.

Event description:
It was reported that insyte autoguard gn 18ga x 1.16in leaked. The following information was provided by the initial reporter: leakage of the catheter fluid.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte autoguard gn 18ga x 1.16in leaked. The following information was provided by the initial reporter: leakage of the catheter fluid.